Event description:
During an in clinic follow up, loss of capture and decreased sensing were detected on the right ventricular (rv) lead. No known intervention has been performed. The patient was stable and will continue to be monitored.